Manufacturer narrative:
Sections with additional information as of 19-apr-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and defect found on returned meter: e-0 with control. Defect associated with scar-22-009. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-003: other root cause: root cause under investigation per scar-22-009.

Event description:
Consumer reported complaint for error message (e-0) and lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 83 mg/dl and expected pm fasting blood glucose test result range is 98-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/13/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1: 111 mg/dl, date: on (B)(6) 2023, time: 2:54pm fasting pm, result 2: 128 mg/dl, date: on (B)(6) 2023, time: 10:49pm fasting pm, result 3: 97 mg/dl, date: on (B)(6) 2023, time: 8:46pm fasting pm, result 4: 99 mg/dl, date: on (B)(6) 2023, time: 10:13am fasting pm, result 5: 81 mg/dl, date: on (B)(6) 2023, time: 10:29pm fasting am, result 6: lo, date: on (B)(6) 2023, time: 10:16pm fasting am, result 7: lo, date: on (B)(6) 2023, time: 4:19am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.